Event description:
The surgeon contacted the rep to inform that a patient had presented with a broken exeter stem. Primary surgery was (B)(6) 2015. Clinician review dated 10 dec 2018 concluded. Loss of hip abductor sleeve insertion on the hip greater trochanter after a hardinge approach with subsequent infection and morbid obesity have in concert contributed to overload contributing to fatigue accumulation in the stem ultimately ending in a fatigue fracture of the stem neck requiring revision. (Infection reported under a different pi).

Manufacturer narrative:
Device info added. An event regarding a crack/ fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 07 dec 2018. The returned devices were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured at the neck. The anterior, posterior, superior and inferior surfaces of the stem. Damage was observed on the stem consistent with the cement-mantle breakdown process in addition to the explantation process. The fracture surfaces associated with the proximal end and distal tip of the stem. The fracture propagated approximately from the superior surface to the inferior surface of the neck of the stem. Dimensional & functional inspection: not performed as there is evidence from the visual inspection that the device is damaged. Material analysis: a material analysis has been performed. The report concluded: the stem fractured in fatigue. The fracture occurred at the neck of the stem, with the fracture propagating from the superior to the inferior surface. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded: loss of hip abductor sleeve insertion on the hip greater trochanter after a hardinge approach with subsequent infection and morbid obesity have in concert contributed to overload contributing to fatigue accumulation in the stem ultimately ending in a fatigue fracture of the stem neck requiring revision. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been 1 other similar events for the lot referenced. Conclusions: the investigation concluded that loss of hip abductor sleeve insertion on the hip greater trochanter after a hardinge approach with subsequent infection and morbid obesity have in concert contributed to overload contributing to fatigue accumulation in the stem ultimately ending in a fatigue fracture of the stem neck requiring revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The surgeon contacted the rep to inform that a patient had presented with a broken exeter stem. Primary surgery was (B)(6) 2015.